Event description:
The customer's mother reported her daughter's blood glucose reached 373 mg/dl less than 2 hours after the pod was activated so she gave a manual injection of 2.5 units of insulin. She noticed a slight kink in the cannula. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.